Manufacturer narrative:
Device was not returned for eval. There is no data to substantiate that the recall of the device is associated with the allergic reaction. Zimmer osp contacted the hospital to gain further details of the event.

Event description:
Hemovac was used on a pt when hospital received a letter from zimmer osp recalling the product. The pt allegedly developed an allergic reaction at the contact site. The hospital put the pt on antibiotics. The hospital contact zimmer osp because they would like to be reimbursed for the cost of the antibiotics.